Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was verified to be an inclusive tapered implant 4.7 mm x 8.0 mm x 4.5 mm (70-1070-imp0010) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. Root cause: probable causes could be the lacked primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patient's race and ethnicity is noted as (B)(6).

Event description:
It was reported that the inclusive tapered implant failed. The patient bone grade was not provided when asked. However, the patient has a history of periodontal disease. The patient presented on (B)(6) 2019 for implant placement on tooth #27. The provider notes that the patient called and complained of severe pain from (B)(6) to (B)(6) 2019. However, the patient presented (B)(6) 2019 (three weeks later) with the implant in hand. Upon exam the provider notes "fair healing, but a lack of initial stability. The patient returned on (B)(6) 2019, where a bone graft was done. The patient current status is listed as, "healthy."